Event description:
It was reported that the user experienced recurrent nocturnal low glucose while using the ilet system, including a lowest glucose of 52 mg/dl, and the user believed the device delivered too much insulin; the user treated with oral glucose and requested assistance, while a goodwill shipment of cartridges, connectors, and insets was arranged. Symptoms included hypoglycemia with sweating, shaking, and a sense of loss of control. Outcomes included an event with cause not yet clear based on available information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device problem or component issue identified and no findings available based on the information reviewed. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.